Event description:
It was reported that the device was used during a sleeve gastrectomy procedure. The device was loosing gas when the devices were removed. The same device was used to complete the case. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? From the duck bill seal. Was a device inserted in the trocar during the leaking? No if so, what device? Leakage occurred after removing the devices. Was any torque being applied to the trocar or device? Yes.